Event description:
No additional patient or event information has been received since the last report was submitted on 26nov2019.

Manufacturer narrative:
H6: communication/interviews (4111). Investigation/evaluation: a document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "the stylet should only be used to transverse the tip catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby." Instructions: " loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon." " tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled ¿s¿." " use the cervical ripening balloon with stylet to traverse cervix if necessary." "Note : once the cervix has been traversed and the uterine balloon is above the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned for evaluation. This is the only complaint associated with this production lot. There is no indication that a design or process related failure mode contributed to this event. The complaint was confirmed based on customer testimony. Based on the reported information, the likely cause of the event was the user not following the IFU. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a cervical ripening procedure using a cook cervical ripening balloon w/stylet (crb), the stylet penetrated the end of the catheter (perforated the material). The device was removed immediately and a new crb was placed to complete the procedure. No concomitant prostaglandins were used. There was no harm to the fetus. It was initially thought that the patient (mother) might have experienced a cervical laceration as a result of this occurrence. It was later confirmed that the patient did not experience any adverse effects, and did not require any additional procedures. No additional consequences to the patient have been reported as a result of this occurrence. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided